Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device declared code 1003 indicative of voltage too low to project the remaining capacity. Boston scientific technical services (ts) review the device has enough power to support the therapy for 90 days. This device has been explanted an replaced. A surgical intervention was necessary to resolve the issue. The device will not be return. No additional adverse patient effects were reported.

Event description:
It was reported that this device declared code 1003 indicative of voltage too low to project the remaining capacity. Boston scientific technical services (ts) review the device has enough power to support the therapy for 90 days. This device has been explanted an replaced. A surgical intervention was necessary to resolve the issue. The device will not be return. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded.the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.